Event description:
Information was received that the patient was referred for a generator replacement only as there was no high impedance; the patient has also experienced an increase in seizures. An update was later received that the patient underwent a full revision due to a high impedance seen during pre-op. After the revision diagnostics were seen ok. The explanted products have not been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or & "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported from the physician that the device was unable to be programmed due to an observed high impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.